Event description:
It was reported via repair work order that the side rail could become unlatched during use due to missing compression spring. It was also reported that the brakes could not be engaged due to missing roll pins at both pedals. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.